Event description:
The distributor reported a tmj revision was performed per the patient's request to be replaced with a custom bone implant created by the surgeon.

Manufacturer narrative:
The distributor states the revision is due to the patient's request to have a custom bone implant. There were no reported issues or complications and no alleged failure of any of biomet implants. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File six of nine for the same event.